Manufacturer narrative:
(B)(4) (persisting back pain, leg pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with significant back pain and leg pain. The patient was preoperatively diagnosed with: degenerative disc at l3-l4 and l4-l5; disc protrusion, annular tear l3-l4; l4-l5 recurrent disc herniation, right sided; right lower extremity pain, back pain and right lower extremity sciatica; status post previous right l4-l5 laminotomy and discectomy. Hence, the patient underwent l3-l5 posterior spinous instrumented fusion using instrumentation; l4-l5 transforaminal lumbar interbody fusion using interbody cages and bone morphogenic protein as well as allograft/autograft mixture; revision l4-l5 laminectomy, discectomy. As per op-notes¿we opened up out to a level of the lateral gutters. We exposed the left lateral gutter, on the right side we opened up enough just for placement of the screws. We then proceeded with the placement of pedicle screws bilaterally at l3-l4 and l5. We the proceeded with the revision laminectomy and discectomy part of the operation on the right at l4-l5. We next trialed a size 12 mm cage was chosen. We packed this with a small amount of bmp. We also placed bmp and bone graft in the left side of the interspace and packed this into position. We took bmp and wrapped this around matrix expanders from l3 to l5 level. We also applied a combination of bone graft and remaining bmp in the inner laminar spaces at l3-l4 and l4-l5 on the left. The incision was cloased and patient tolerated the procedure well¿. Patient alleges leg pain and persisting back pain due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.